Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) a supplemental report will be submitted upon completion of our investigation. Cs100 upgraded from s98xt.

Event description:
It was reported that during routine check the cs100 intra-aortic balloon pump (iabp) unit shows low vacuum error. No patient involved. No one was harmed onsite.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: d1, d4 (version or model, catalog, UDI), h6 (medical device problem code). The UDI was initially submitted as (B)(4); however, the correct UDI is currently unknown. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the machine and found the issue with manifold drive assembly. Replaced the drive manifold (d104-00-0018) provided by customer. Checked functionally found ok. Handed over the machine in good working condition.

Event description:
N/a